Manufacturer narrative:
(B)(4).

Event description:
It was reported that 4-5 small pocket fillings had occurred in the last few years. No patient symptoms were reported at this time and it was unknown what medication this device systems delivered at the time of the events. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further provided that these other pocket fills had not been tracked by the health care provider and no further information was available.